Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid right coronary artery. The physician was attempting to have the 3.50 x 16 mm taxus liberte stent cross the lesion and noticed that the stent was flared. The procedure was completed with a different device. The pt status is listed as good with no complications reported.